Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Detailed product information was not provided to bsc. It was not available because the device was discarded. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that during the atrial fibrillation ablation farawave catheter was selected for use. It has been mentioned that after the ablation in left superior pulmonary vein, map shift was seen. It was suspected that there is an error with the back patch since there was no patient movement. As the case movement on the catheter has map shift in the lateral and anterior/posterior directions. The ablation was cancelled as there was extreme map shift and unable to confidently say where the catheter was in the heart. And could not consolidate the lesions. No patient complications occurred. The product is not expected to return as disposed.